Manufacturer narrative:
(B)(4). Concomitant medical products : unk srs proximal humeral, unknown custom competitor product. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the event/deficiency description indicates that the construct is disassociated. Difficult to evaluate is if there is resultant slight rotation of the proximal humeral component which appears to be orientated laterally. However, this orientation could be related to positioning of the patient's arm which appears to be internally rotated. No signs of loosening, wear, or radiolucency identified. No contributing factor such as the patient's anatomy. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a comprehensive reverse shoulder construct approximately one (1) month ago. Two (2) days post-implantation, a disassociation was noticed. The srs taper connection failure occurred between the srs intercalary and the competitor custom device. The surgeon did not indicate any failures between zimmer biomet srs intercalary and srs proximal humeral component. Revision surgery has been indicated; however, no revision procedure has been reported to date.